Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode of ventricular tachycardia (vt) that started with right ventricular automatic threshold measurement, with a few ectopic beats. These ectopic beats cause a long-shorter-longer interval which might have contributed to the start of a vt. The technical services (ts) discussed troubleshooting options. This crt-d remains in service. No additional adverse patient effects were reported.